Event description:
It was reported that the patient's device was beeping. When the device was checked, it was found that the shock lead impedance jumped to greater than 200 ohms, right after the device was implanted. All checks with the lead showed impedance at 50 ohms. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.